Manufacturer narrative:
Device evaluation follow-up #1 submitted 3/28/16. The device was returned to animas and evaluated by product analysis on (B)(6) 2016 with the following results. No defect was found. Pump passed delivery accuracy test and found to be delivering within required specifications. Pump histories show pump was suspended on (B)(6) 2015 at 8:49am and was not resumed until (B)(6) 2015 at 9:19am. Daily insulin delivery totals correctly reflect user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reported contacted animas and alleged the patient has intermittently been in diabetic ketoacidosis (dka) for the last 12 days and has been in the ICU for the last 10 days. The patient was unable to troubleshoot. This complaint is being reported as the patient experienced dka and the pump could not be ruled out as a cause/contributor.